Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, after the use of a rotablator device, the hub of the flexor raabe guiding sheath separated from the main body of the device which was noted to have a shredded appearance. This occurred toward the completion of an atherectomy procedure via the calcified femoral artery. The physician reinserted another manufacturer's balloon through the complaint device which ruptured upon inflation. A second manufacturer's balloon was inserted and inflated and the physician was able to remove the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: additional information which was requested from the customer has been received. The customer confirmed that the boston rotoblator used was a 2.0 mm burr size. The package recommends going through a 6 french sheath. Additionally, the customer confirmed that the hub did fall off as previously reported, but that the sheath of the device also sheared. The dilator was reportedly not replaced in the sheath before removal because ¿they couldn¿t get it back in because the sheath had already sheared.¿ the roto wire was reportedly still in the sheath. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the proximal fitting (hub) had separated from the sheath, and the sheath tubing was separated into 3 segments. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.